Event description:
This male patient (age unknown) was presented to the interventional lab for repair of a lesion located in the external iliac artery (left or right, size of vessel unknown). There was moderate calcification, heavy vessel tortuosity and 90% stenosis. The information states that the product was prepared as per the IFU. The guidewire (radiofocus, 0.035 inch/terumo) was inserted across the lesion via the sheath introducer. The balloon was inflated using an indeflator (brand unknown), but ruptured at 14 atmospheres. Therefore another balloon catheter (power flex p3, catalog and lot no. Unknown) used and the prpcedure was finished unsuccessfully. There was no adverse consequence to the patient.